Event description:
The customer reported that there was an image problem with interference/lines with the evis lucera elite colonovideoscope. The issue was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found a e315 unsupported scope error message was displayed when the scope was connected to the stack system. The report is being submitted due to error message found during evaluation.

Manufacturer narrative:
The endoscope was manually washed for cleaning and disinfection prior to returning to olympus. A getinge automatic endoscope reprocessor was used. The device was returned and evaluated by olympus. In addition to the findings in event, evaluation found the customer complaint could not be confirmed due to the e315 error message being displayed. The plug body was dismantled and the moisture indicator had been triggered. The indicator turned pink after contact with fluid/moisture. In addition, evaluation found water leakage at the scope connector, the colored ring of the aspiration housing was worn, the switch had a hole in the button, the up/down angle had play, and the electrical safety test did not meet specification. A comprehensive leakage check was completed and the device was not leaking. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the eror e315 (unsupported scope) was due to breakage of circuit board at the connector when water entered the scope connector. Water exposure was confirmed with investigation which lead to the error message. The event can be prevented by following the instructions for use which state¿ ¿precaution for disappeared or frozen endoscopic image ¿ follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. Connect the video connector and video system center properly by pushing the video connector until it clicks. Otherwise, faulty contact can result. Make sure that the video connector and its electrical contacts are completely dry before connecting the video connector to the video system center. Wet contacts could cause the equipment to malfunction. Do not bend, hit or twist the insertion tube, control section, universal cord and video connector. The endoscope may be damaged and water leaks and/or breakage of internal parts like the ccd cable can result. If air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the instrument and cause a short circuit. This may result in breakage of the switches and ccd. Important information ¿ please read before use warnings and cautions do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.